Event description:
The company was informed that the pt reportedly experienced an overly loud sensation followed by no sound and loss of lock. External equipment was exchanged and extensive troubleshooting was performed; however, the issue was not resolved. Revision surgery has been scheduled.